Event description:
Primary surgery was completed uneventfully. Patient dislocated in weeks following primary surgery. Surgeon took patient in for mua "manipulation under anaesthetic", and hip joint was considered unstable. Surgeon performed revision surgery, and upon testing of stem, stem was also considered loose. Stem was removed, and replaced with a cemented stem. In order to increase stability, surgeon removed 32mm liner, and substituted for 36mm liner and 36l head to increase both length and jump height. Reference MFR # 3005180920-2015-00048.